Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site and the ipg was also hurting the patient's hips. Furthermore, it was reported that the patient had difficulty charging the ipg. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg revision procedure.